Manufacturer narrative:
Product ID, 435135 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID, 435135 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead. (B)(4).

Event description:
It was originally reported on (B)(6) 2012 that the caller knew another patient similar to him that had the same problems with not getting therapeutic relief. A week later this other patient was contacted. The patient believed the device worked "on and off." The patient felt she got better relief than the original caller, but still had issues with nausea and eating. The patient still drank "ensure" and ate occasional small meals, but they had to be a couple days apart. Before the patient had the device, she was hospitalized every "90-120 days" due to severe vomiting and dehydration. Since getting the implant, the patient had not been hospitalized and the vomiting had gotten better; the patient only had two severe episodes in the last year. The patient had also lost twenty pounds since (B)(6) and was under one hundred pounds, which was a "critical weight." The patient was not feeling pain from the device because, she had enough body fat to cover it. The patient had seen her health care provider (hcp) and he adjusted her settings one time. The patient did not know the details of this setting change and the hcp put her on marinol for the nausea. The hcp also performed a gastric emptying study at six months to see if the patient's numbers improved. The patient never received the results of this study. The patient changed hcps and on (B)(6) 2012 the new hcp did "other" medical tests to see if there were "other things" going on in her body. The patient saw this hcp again on (B)(6) 2012 for a small intestine bacterial overgrowth (sibo) test. The patient's next appointment was on (B)(6) 2012. Additional information received on (B)(6) 2013 reported no abnormal impedances were seen by the hcp. An unspecified imaging test was done on (B)(6) 2012 with no provided results. Reprogramming was also done on (B)(6) 2012 with no provided details. The hcp marked that hospitalization was required due to the event, but not details were given. The patient outcome was marked as no injury. The hcp also wrote "see dictation" in two places on the report, but no extra information had been provided.